Manufacturer narrative:
Summarized patient outcomes/complications of unknown mechanical heart valves were reported in a research article in a subject population. Some of the complications reported were perivalvular leak, surgery, and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. The reported surgery and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients".

Event description:
The article, "early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients", was reviewed. The article presented a case study of a patient. It was reported that on an unknown date, a 27mm unknown st. Jude/abbott mechanical heart valve was implanted for mitral valve replacement. It was then reported 10.4 years post-procedure, the patient presented with anterior, septal, and posterior paravalvular leak associated with the mitral valve. A decision was made to implant three 6-8mm amplatzer vascular plug ii for off label use paravalvular leak closure. The mitral pvl grade improved from grade 3+ to 1+ post-intervention. [The primary and corresponding author was hiroki niikura, division of cardiology, toho university ohashi medical center, 2-22-36 ohashi, meguro-ku, tokyo 153-8515, japan, with corresponding email: hniikura@oha.toho-u.ac.jp].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients."